Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to loose drive support disk. The insulin pump received with cracked reservoir tube, cracked battery tube threads and scratched lcd window.

Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 142mg/dl. The caller stated that insulin squirted out during the manual prime process, and the insulin pump alarmed. The caller also stated that the drive support cap is protruded. Advised the customer that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.